Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states attune femoral impactor issue the investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating root cause: design. The complaint reported no patient harm, no surgical delay and there is no indication that any part was left in the patient. This aligned with the pra ((B)(4)) which concluded that there is no potential patient harm or regulatory compliance non-conformity. This failure mode has been adequately assessed within the risk management for the instrument ((B)(4)). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). See section d for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune femoral impactor issue. The dial on the attune femoral impactor got jammed and would not rotate round. We tried to put some force through and the instrument broke and separated. Product not used.